Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, the users request was confirmed due to a faulty charge-coupled device (ccd) unit. The device was equipped with a non-olympus cable. No other issues were reported. If additional information is obtained a supplemental report will be filed.

Event description:
A user facility reported an image problem. The image was a black screen. No patient involvement or injuries were reported. No additional information has been obtained.

Manufacturer narrative:
The investigation has been completed. A device history record (DHR) review was performed and found no non-conformances that would cause the reported malfunction. All records indicate that the device was manufactured in accordance with all applicable procedures. The instructions for use (IFU) states: ¿when used in combination with devices other than those described in "system figure" in appendix, it may lead to injury to the human body, damage to the equipment, and failure of the equipment, and the function cannot be ensured.¿ the root cause could not be conclusively determined. Probable causes that could have led to the reported event include that the ccd unit failed because a current value different from the original cable flowed because a cable other than the olympus product was attached.